Event description:
It was reported that during a lap chole, the tip of the device broke off just after being extracted from the patient's abdomen. The surgeon had to use another device to carry out and finish the procedure. No adverse patient consequence reported.